Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Visual inspection observed the lid is bent and the warranty seal is broken. Functional evaluation revealed the unit does not recognize the wand correctly, most functions cannot be tested. The unit was opened and found multiple inductor coils loose inside the unit, a cable was also not fully seated on the board. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during set up, the controller when plug in it does not register. The procedure was successfully completed with a backup device and no delay was reported. No patient injuries or other complications reported. Results of investigation have concluded that the unit does not recognize the wand correctly which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.